Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the complaint of charging difficulty was confirmed. Upon receiving the device was in a hibernation state, and it was fully charged in one cycle. The battery depletion was within the expected range when the device was turned off. However, the device sleep-current measured 60 ua that was slightly higher than the limit of 50 ua. Even though the device can be charged without any issue, the internal circuit leakage and the patients high power use may have been the source of the device charging difficulty.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an explant procedure.